Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated it was uncertain if the catheter actually broke and separated proximal to the tip detachment point. Reflux was observed, and the catheter tip was embedded in the onyx cast. The physician did experience resistance which made it difficult to retrieve the catheter. There was no vessel calcification. The patient had minor stroke symptom, and the procedure was ended earlier than expected. The onyx did not penetrate well in the case, and the physician decided to give another try next time.

Manufacturer narrative:
Product analysis: the apollo micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a resealable plastic pouch. A 10ml syringe was returned attached to the apollo hub. Onyx was found within the syringe and catheter hub. No damages or irregularities were found with the apollo micro catheter hub. The micro catheter body was found separated at 157.5cm from the proximal end. The distal segment was not returned for analysis. The distal end of the micro catheter was found accordion with a smaller break found near the end. No other anomalies were observed. The usable length was measured to be 151.1cm (specification 165.0cm ± 2.5cm). Therefore, 13.9cm ± 2.5cm of the distal catheter was separated. The distal catheter and detachable tip were not returned as it remained within the patient. The apollo micro catheter was flushed, and water did not exit the distal tip or rupture as it was found occluded. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed through device analysis. The customer report of ¿catheter separation/break¿ was confirmed. It is likely that the separation occurred due to retracting the device against the reported resistance. Possible contributors of failure are vasospasm, patient vessel tortuosity, entrapment in vessel, more than 20cm of traction was applied, fast catheter retrieval technique, or user applies excessive force. The customer reported patient vessel tortuosity as severe, no vessel calcification, and catheter tip was embedded in the onyx cast. There was no indication that the event was related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a detached apollo catheter tip segment that appeared too long in angiography. The patient was undergoing a embolization procedure to treat an arteriovenous malformation. Vessel tortuosity was severe. It was reported that the apollo catheter and all accessories were prepared according to the instructions for use (IFU). The catheter was flushed per IFU. After the onyx embolization procedure, the apollo catheter shaft was retrieve. The physician observed a catheter shadow image under fluoroscopy and though the apollo catheter tip is meant to detach, it was suspected the detached catheter segment was longer than just the detachable tip should have been. The detached portion may remain in the patient's vessel though it was noted there was no injury to the patient.